Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (208-379 mg/dl). Boluses via the pump and insulin injections were administered to address the bg level. The cause of the high bg was not known. The customer reverted to using insulin injections for insulin therapy. A pump system check was performed and no device issues were identified. Reportedly, the customer discussed the high bg events with a healthcare provider.